Event description:
A customer reported a cartridge alarm 20 with their pump, which did not adversely impact their blood glucose level. Despite no history of similar alarms, cartridge alarms had occurred with consecutive cartridges. Tandem technical support confirmed the issue and decided to replace the pump. The customer planned to use multiple daily injections as a backup for insulin delivery and expressed interest in obtaining an out-of-warranty loaner pump since the current pump was no longer under warranty.